Event description:
The customer reported that this unit powered up with a critical error.

Manufacturer narrative:
The customer reported that this unit powered up with a critical error. The unit was evaluated at philips, and the failure was confirmed. Replacement of the control pca resolved this failure.